Event description:
The patient used the suspect device to check their blood glucose. Pt obtained a result of 258 mg/dl. Pt went into a seizure and was taken to the hospital. Their glucose was checked by the lab and the result was 50 mg/dl. The suspect device was then used and it displayed a result of 276 mg/dl. Pt was treated with an IV. Level 1 glucose control was used on the system and the control was within range. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.